Event description:
It was reported that on (B)(6) 2024, the PICC department indwelled the patient with a groshongpicc catheter. When opening the sedinger set, it was found that there was a flaw in the head of the intubation sheath, so another sedinger was opened for insertion. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One video of a microintroducer was returned for evaluation. An initial visual observation of the video showed that the tip of the microintroducer sheath was observed to be damaged and buckled inward. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6) 2024, the PICC department indwelled the patient with a groshongpicc catheter. When opening the sedinger set, it was found that there was a flaw in the head of the intubation sheath, so another sedinger was opened for insertion. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.